Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(6) 2018. Philip's field service engineer (fse) confirmed the reported issue. The fse replaced the defective power supply to address the reported problem. Unit works on alternate and direct current power and battery charge. The light-emitting diode is illuminated the unit successfully passed the required performance verification test.

Event description:
The philip's field service engineer (fse) reportedly found during preventive maintenance that the unit does not work on battery power. The device was not in use at the time of the reported event; therefore, there was no patient involvement.